Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer initially called to report issues with the sensor. The customer stated she received sensor error, calibration error and change sensor alerts. During troubleshooting; the customer reported experiencing low blood glucose at the time of the event. Sensor age was 4 hours; inserted on (B)(6) 2015. Blood glucose value on was 45 mg/dl; she treated by eating. Customer's blood glucose the day of the call was 303 mg/dl. She was advised to change the sensor. Customer was advised the sensor would be replaced and agreed to return the product for analysis.